Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter frequently between 08/05/2025 and 08/08/2025. The sensor was inserted into the arm. On (B)(6) 2025, it was reported that at around 10 am, the dexcom app and tandem t: slim x2 insulin pump alerted to egv 55 mg/dl. She didn't do fingerstick for comparison as she thought it was correct. The patient did not recall doing any treatment for the low alert as she was already showing symptoms of confusion and vomiting and disoriented. The son in law took her to the hospital around 10:15 am. The hospital staff did fingerstick and found she was hyperglycemic (values were not provided). The hospital staff administered insulin via IV. She had to stay in the hospital and was discharged on (B)(6) 2025. The patient is doing/feeling better now. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.